Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. There were no fluid leaks in the test cassette during the treatment test. The valve actuation test and system air leak test passed. The load cell verification was within tolerance. The internal, visual inspection of the unit showed brown, discolored pneumatic tubing and a brown hp2 filter within the cycler unit. The cause of the encountered discoloration could not be determined. The mushroom head check passed. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). - a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported during treatment the pd patient began to feel bloated and was getting hard to breathe. The pd patient reported having fill volumes of 3000ml and performed a stat drain and was able to drain out a total of 7154ml. The reported drain volume of 7154ml was 239% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient that the patient was slightly fluid overloaded, but was doing fine and was continuing treatments without issues.